Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint tubing is not being returned and therefore is not available for a physical evaluation. However, a few unused samples of this tube set from different lots were tested to replicate this failure and a potential manufacturing error was identified. Supplier identified tool wear on 3 out of 8 molds which created flash leading to increased torque needed to close the luer lock. If the luer lock is not completely tightened, an air leak occurs causing the fill chamber to overfill. The tooling was fixed by the supplier under a CAPA. A pra was conducted and determined the patient risk to be low. A batch record review has been conducted and the results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 dissimilar complaints for this lot of devices that were released to distribution. This failure has been mitigated successfully through the CAPA and no new complaints have been reported for the fill chamber issues. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the during a hip surgery that two fill chambers of the customer's irrigation tubing sets filled up right away when the tube sets were being setup. The sales rep reported that the luer lock was securely fastened and that the customer has experience with these products. The 3rd set of tubing was cut where the tubing goes around the inflow wheel and when attached began to spray everywhere including the sterile field, which needed to be redone. The sales rep reported the surgeon completed the procedure with a fourth set of tubing with a different lot number. There were no patient consequences but that the procedure was delayed over an hour. The customer discarded the 1st two sets of tubing but is returning the third for evaluation. Additional information: the sales rep was contacted on 5-12-14 to confirm if the patient was under anesthesia at the time of the event and he confirmed that yes the patient was under anesthesia from the very beginning when the 1st tube set failed. This increased the time the patient was under for over an hour. See associated medwatch #'s 1221934-2014-00177 and 1221934-2014-00178.

Event description:
The sales rep reported the during a hip surgery that two fill chambers of the customer's irrigation tubing sets filled up right away when the tube sets were being setup. The sales rep reported that the luer lock was securely fastened and that the customer has experience with these products. The 3rd set of tubing was cut where the tubing goes around the inflow wheel and when attached began to spray everywhere including the sterile field, which needed to be redone. The sales rep reported the surgeon completed the procedure with a fourth set of tubing with a different lot number. There were no patient consequences but that the procedure was delayed over an hour. The customer discarded the 1st two sets of tubing but is returning the third for evaluation. Additional information: the sales rep was contacted on (B)(6) 2014 to confirm if the patient was under anesthesia at the time of the event and he confirmed that yes the patient was under anesthesia from the very beginning when the 1st tube set failed. This increased the time the patient was under for over an hour. See associated medwatch #'s 1221934-2014-00177 and 1221934-2014-00178.